Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that infusion set detached twice at quick release while sleeping, which caused high blood glucose readings. Customer's blood glucose was 463 mg/dl at the first incident and 451 mg/dl at the second incident. Customer reported that infusion set was not pulled or stressed and insulin pump was not dropped. Customer was advised that infusion set would be replaced.